Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scanned values while wearing the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2020, the customer obtained a scan of 45 mg/dl and stated she"felt bad" and was unable to treat herself. Hcp contact was made and blood glucose tests of 200 mg/dl, 199 mg/dl, and 168 mg/dl were taken with the hospital´s meter and the customer was hospitalized and treated with IV insulin. There was no report of death or permanent injury associated with this event.